Manufacturer narrative:
Method code #86 was assigned to block h6 as no product was returned for our evaluation.

Event description:
During a femoral angioplasty procedure of a stiff calcified lesion, the catheter was removed and two add'l catheters of the same make were used to no avail-the balloons also burst. A fourth competitive catheter was used, also with the same result. No pt injury was reported.